Manufacturer narrative:
This device was returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. When the devices were returned to mmd for investigation one of the sets did leak at the filter. The issue may stem from an isolated manufacturing issue.

Event description:
The initial reporter stated that the administration set was leaking from the filter. Mmd did follow up with the initial reporter. They did not report any adverse effects due to the complaint, but no additional information was provided. (B)(4).

Event description:
The initial reporter stated that the administration set was leaking from the filter. Mmd did follow up with the initial reporter. They did not report any adverse effects due to the complaint, but no additional information was provided. [(B)(4)].

Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.